Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(6) 2011. During testing, pump booted to verify screen with functional auditory and vibratory alarms. Pump was exercised for 24 hours without issue. Unrelated to the complaint, pump's display screen was found to have a red tint to it.

Manufacturer narrative:
(B)(6). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pump beeped and the display screen went blank. When replacing the battery, the issue reportedly recurred.